Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. Date of event is unknown.

Event description:
Patient 2 of 2. The autopulse platform (sn 33321) was used to resuscitate a patient in cardiac arrest. The user installed the new lifeband (lot# unknown) by snapping it to the platform with four locking tabs, however, upon lifting the platform, the lifeband cover plate was detached from the back of the device. The patient's status information was requested but the customer did not provide a response. Please see the following related MFR reports: for patient 1 of 2, autopulse lifeband (sn unknown), see: MFR 3010617000-2023-00172 for patient 1 of 2, see: MFR 3010617000-2023-00166 for the platform and MFR 3010617000-2023-00168 for the lifeband.